Event description:
The flexcath sheath was introduced, then the cryoablation catheter with the mapping catheter were introduced through the valve in the flexcath sheath. As per procedure, the sheath was then aspirated. Air bubbles were observed in the line. The catheters were removed from the sheath and re-introduced. Bubbles were observed again when aspirated. The sheath was replaced by a new flexcath sheath and no bubbles were observed when aspirated. There was no patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported air aspiration was reproduced when a catheter was introduced through the sheath. The visual inspection showed that the shaft was intact with no apparent issues. Dissection showed that the hemostatic valve was leaking. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.